Event description:
It was reported from the "retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents" study that approximately 4 months post an rx wallstent permalume 10mm x 40mm stent placement procedure, removal difficulties occurred. The stent had been placed in the distal common bile duct (cbd) for a benign biliary stricture. During the planned stent removal procedure, the physician encountered "technical difficulties" as the stent was found to be imbedded in the cbd. The stent was able to be removed with "balloon dilation and rat tooth forceps". No patient complications were reported. Two days later, a bile duct perforation was noted that was felt to be related to a "malpositioned dilating balloon" that was placed above the metal ws that resulted in a sudden rupture. An unknown plastic stent was placed. The patient's current condition is unknown.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.